Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the u713 component was defective. The cause of the code 204 is the defective component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.